Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. As per the clinical, impella was slipped out of the ventricle during guidewire removal. The cause of the positioning issue was most likely use related since pump was pulled back while removing guidewire.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported a 65-year-old male patient was implanted with an impella cp for mechanical circulatory support. When the guidewire was pulled back, the impella cp was noted to have slipped put of the ventricle. Therefore, a new impella was placed. There was no reported patient harm.